Manufacturer narrative:
Sections with additional information as of 01-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 158, 102, 164, 165 and 148 mg/dl. Customer also stated the true metrix meter results were about 40 points higher compared to another meter that he uses. Customer stated that the true metrix meter was giving a reading of 80 mg/dl, he tested with the other meter, and it was showing 40 mg/dl. Customer was having symptoms of blurry vision, so he knows his blood sugar was low, in the 40s. Customer did not have to seek any medical intervention he just drank some soda to bring it back up. The customer¿s expected am fasting blood glucose test result is 110 mg/dl and expected blood glucose test result pm fasting is 110 mg/dl (4hr after eating). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/26/2024 and open vial date is about one week. The meter memory was reviewed for previous test result history (date/time not set): result 1: 158 mg/dl date: (B)(6) 2023, time: 4:14 pm fasting pm. Result 2: 102 mg/dl date: (B)(6) 20203, time: 12:43 pm unsure. Result 3: 164 mg/dl date: (B)(6) 2023, time: 11:47 pm unsure. Result 4: 165 mg/dl date: (B)(6) 2023, time: 11:45 pm unsure. Result 5: 148 mg/dl date: (B)(6) 2023, time: 12:38 pm unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.